Manufacturer narrative:
The act button did not respond due to flattened button dome switch. No scrolling number display anomaly noted during testing.

Event description:
The customer reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.